Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s implanted neurostimulator¿s battery had been lasting longer than usual over the past month or two. Previously, the patient would charge the implant to 100%, and within 8 days, the battery would drop to 50%. Recently, the battery has been consistently at 75% when checked, and it no longer drops below that level. The patient also mentioned falling a few weeks ago, requiring ambulance assistance to pick them up, because they had been feeling weak, stiff, and unwell. The representative inquired whether the device might not be functioning properly, as it appeared to be working less hard than before. The patient confirmed no adjustments had been made to their settings. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further evaluation.